Event description:
Clinical report states the patient had patellar grind syndrome and is awaiting resolution. Update: (B)(6) 2013 - the complaint has been updated because clinical report states patient underwent arthroscopy on 09/13/2013 to address patellar grind syndrome.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A complaint database search finds no other reported incidents against the provided product and lot combination since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.